Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Ischemia and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, there was 90% stenosis in the distal left main and a 100% stenosis in the left anterior descending (lad). The 2.5x38 xience xpedition stent and the 2.75x38 xience xpedition stent were implanted between the distal left main and mid lad. The 3.5x28 xience xpedition stent was implanted in the 90% stenosis distal right coronary artery. On (B)(6) 2015, the patient was hospitalized due to myocardial ischemia of the left ventricular anterior wall, apical, sidewall apical, mid- anterior found via a myocardial perfusion. Angiography and balloon dilatation treatment were performed in the distal lad on (B)(6) 2015. There was 40 to 50% stenosis in the proximal lad, but no treatment was performed. The patient was discharged on (B)(6) 2015. No additional information.